Manufacturer narrative:
Additional information: at first, the proximal edge of the stent was positioned at around the middle section of the proximal lad however, the proximal edge moved to the ostium of lad when the stent was dilated. Post-stenting ivus showed that the stent was extended longitudinally, approx. 6mm longer than the stent specification. The stent edge was successfully fitted within the ostium of the lad and the procedure was completed after post-dilation and ivus. It was reported that the stent was successfully deployed in the target lesion. Patient reported to be in good condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a three-way port was returned connected to delivery system. The stent was not present on the balloon for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The inner lumen patency was verified. Deformation was visible to the distal tip, with tip appearing stubbed. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the proximal lad which had no tortuosity, little clafication and 75% stenosis. No abnormalities were reported in relation to anatomy. No damage noted to the packaging. The device was inspected prior to use. Pre-dilation was performed for the target lesion. The device did not pass through an implanted stent. No resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent was deformed in vivo during positioning. The stent was post-dilated.